Event description:
Inbound. Patient reported both cadd legacy pumps alarm no disposable with remodulin cassette, stated cassette had been infusing for almost 48 hours. Replacement sent. No further details provided.